Manufacturer narrative:
Breathe right nasal strips are manufactured in (B)(4), in the united states, and neither the product nor the lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of sores at application in a (B)(6) female patient who received breathe right nasal strips (breathe right nasal strips tan) for an unknown drug indication. A physician or other health care professional has not verified this report. Co-suspect product included breathe right nasal strips advanced. On an unknown date, the patient started breathe right nasal strips tan (topical). At an unknown time after starting breathe right nasal strips tan, the patient experienced a sore at application site that turned into cancer. This occurred nine years prior to reporting. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. The patient was treated by a physician who removed the cancer. At the time of reporting, the events were resolved. Subsequently, the patient used breathe right nasal strips advanced. At an unknown time after using this variant, the patient experienced application site redness described as "little red spots on my nose" that were caused by removal of breathe right advanced. The patient did not use warm water to remove the strips device misuse.